Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was scheduled for quad lengthening. The surgeon opted to change the insert. Went back in with another 2.5 10mm ps insert. Doi: (B)(6) 2017; dor: (B)(6) 2018; left knee.